Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from a loose connection on the patient line connected to the stay safe connector. The patient reported the connection unscrewed while sleeping. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Additional information has been requested but has not been obtained.

Manufacturer narrative:
The event was described as a use error and does not allege any deficiency or defect related to the manufacture of the liberty cycler set. The complaint sample is not available for manufacturer physical evaluation. The reported incident was caused by the end user. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed and completion of the device history review (DHR) is not required as it is unrelated to the investigation. The failure mode identified user error due to the reported incident was caused by the user.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from a loose connection on the patient line connected to the stay safe connector. The patient reported the connection unscrewed while sleeping. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Additional information has been requested but has not been obtained.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.